Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Subject is a (B)(6) male consented in preserve on (B)(6) 2017 and had option¿ elite retrievable vena cava filter placed same day due to new onset of dropping hemoglobin and hematocrit, while on heparin. The ivc filter retrieval attempt on (B)(6) 2017 was unsuccessful, as the hook of the filter was unable to be grasped using multiple sizes of gooseneck snares. Subsequently, loop snare technique was attempted with an omni flush catheter, wire, and snare with successful grasping of the filter, however the hook remained embedded in the wall of the inferior vena cava. The filter was then successfully grasped with the forceps device which was also unsuccessful in freeing the hook from the inferior vena cava wall. The filter was tilted approximately 30 degrees, with the superior aspect of the filter and retrieval hook embedded in the caval wall. The filter was tilted approximately 30 degrees, with the superior aspect of the filter and retrieval hook embedded in the caval wall. The patient was scheduled for laser-assisted ivc filter removal under anesthesia, which was completed on (B)(6) 2017.